Event description:
It was reported by the patient that the patient was told her device and lead needed to be replaced. The patient indicates that they were told they had "90 days to replace the device or they would die". The patient also states that they were told "the surgery should have lasted 30 minutes, but it took over 2 hours". The patient also indicated that they still hurt from the surgery. Information had previously been received indicating that the lead was replaced prophylactically. Additional information has been attempted to be obtained regarding the reason for the device replacement, and the procedure information however, it is not available. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device was returned and analyzed. The device met 90% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6949 implantable tachy lead (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.